Manufacturer narrative:
(B)(4). Batch # = m92f7u. The analysis results found that the er320 device was returned with 1 clip jammed in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it ejected the remaining 17 clips. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred. Furthermore, the handle post was noted to be broken, leading to the ejected clips. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open distal gastrectomy, the clip did not come out after several firings on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.